Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were noted. Technical support was contacted and suggested to reprogram the device and turn lfa filter off. The device was reprogrammed and the patient was in stable condition.

Event description:
New information received that the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.